Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm13.2 implantable collamer lens, in the patients left eye (os) on (B)(6) 2021. The lens was reported as having excessive vaulting, significant reduction of irido-corneal angles and blurred vision. The lens remained implanted. The patient had eye pain and the iop was controlled by anti-glaucoma drops. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.